Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device malfunctioned and did not seal properly. No patient injury occurred. Multiple attempts have been made to obtain further information, and no response was received.

Manufacturer narrative:
(B)(4). One used lf4318 ligasure device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection found no defects. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors.